Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 8french foley catheters used in a pediatric code, failed when attempting to inflate the balloon during the insertion attempts. When another catheter was removed and inspected, it was noted that there were multiple holes in the catheter itself and the balloon was unable to inflate. Another catheter was inspected that was sent down from the pediatric floor and the same issue was noted with their supply as well. The 10french foley catheters were not noted to have malfunctioned, but could not be used as they were too small for the patient. This issue caused the intubated pediatric patient to not have a foley catheter in place prior to being flown out to another hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 8french foley catheters used in a pediatric code, failed when attempting to inflate the balloon during the insertion attempts. When another catheter was removed and inspected, it was noted that there were multiple holes in the catheter itself and the balloon was unable to inflate. Another catheter was inspected that was sent down from the pediatric floor and the same issue was noted with their supply as well. The 10french foley catheters were not noted to have malfunctioned, but could not be used as they were too small for the patient. This issue caused the intubated pediatric patient to not have a foley catheter in place prior to being flown out to another hospital.